Manufacturer narrative:
Product testing could not be performed because the device was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Shunt was removed sometime in (B)(6) 2015. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
A patient reported that she no longer has 20/20 vision after a baerveldt shunt (glaucoma shunt) was implanted in her right eye. The patient experienced blurry vision, corneal edema, pain , and visual disturbance and has glaucoma. The shunt was taken out and was not replaced. A corneal transplant was required which was performed sometime in (B)(6) 2016. Through follow up the patient clarified her issues. She stated that the shunt implant caused a corneal abrasion on the inside of her cornea, not the outside, and now she cannot see or read out of that (right) eye and can only see white and different colored blurred images. She is not able to differentiate any objects out of her right eye and the implant never helped with the glaucoma. Even though she had gone in for her post-op visits, she said the implant caused a lot of pain and it felt like sand or an eye lash was in her eye and the area around her eye and eye lid were swollen and black and blue, like she had gotten punched in the eye. She said the outer portion of her iris also changed to a blue color and she was experiencing floaters. She also noted that the specula that was used to hold her eye open also damaged her eye lid. Currently her eye only opens about half way but she often times try to keep it shut, as her vision in that eye is so poor that it makes it more difficult when navigating around. Her glaucoma is still at an 11, which although is higher than wanted, is good enough for them to try to get a yag to help with her vision and to have another laser procedure done to help with the glaucoma. Currently she is on 3 different eye drops to help with the glaucoma and is on disability due to her sight. Because she cannot see out of her right eye, she often times tries to keep it closed. She has no depth perception and has trouble walking and often bumps into things and people. She cannot drive at night because the led lights on the cars are too bright. She has tried to wear 3 different pair of glasses now to help with her vision, but they do not help. She now suffers from depression, anxiety, panic attacks and has gained weight. She still has corneal edema and in addition to the eye drops, she also takes ibuprofen, vitamin c and vitamin d. As long as her glaucoma stays low, she is going in to the doctor on (B)(6) 2017, for the yag and depending on the outcome will consider the other laser procedure for the glaucoma as it is still higher than wanted.